Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to exhibited low out of range pacing impedances measuring less than 200 ohms. At this time, this rv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).